Event description:
It was reported that an animal underwent a dental procedure on (B)(6) 2022 and suture was used. The doctor was trying to suture the area around the gums and the suture broke off from the needle. The needle got imbedded in the patient's gums. After taking the x-rays, the suture was retrieved. Then after word's looking at it, the doctor thought that was strange especially since she believes the tools she was using was not enough to scratch or squeeze the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the lot number is ap7082. I do not have the needles from the procedure (they were disposed of in a sharps bin) but I do have the remaining sutures in the box that I would like to return. I also have photos of the broken needle if needed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/17/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d9, h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: one opened box with seven packets, two empty opened foils, two paper lids, and two empty winding formers of product code vr497 were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damage was observed on the packets. In order to evaluate the conditions of the returned samples, the seven packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strands to detect any issues related to no defects observed during evaluation. Functional test was performed, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.